Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a t-conn w/ll & 1 vlv port experienced blood backflow and ruptured tubing during use. The following was reported by the initial reporter: "I received this product this morning with the attached note. Product is available and lot # is (10) 20126459 mom reported IV tubing was leaking. Rn assessed and found blood backing up in the bd smartsite extension set (ref20041e). Fluid leaking from a hole in the tubing between the thin tubing portion and the "hub" of the catheter."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-05-25. H6: investigation summary one sample was received for quality investigation. The customer complaint of component damage - leak and flow issues - back flow was verified by testing. The sample was primed and a leak was immediately noticed at the connection point between the female luer adapter and the connection tubing. A device history record review for model 20041e lot number 20126459 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 10dec2019. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the issues reported in this complaint is a lack of solvent between the tubing and the female luer adapter. The solvent between the female luer adapter and tubing is sufficient to keep the two component connected, however, the solvent did not seal the union between the two components completely and therefore leakage is seen coming from that connection point. The leakage seen from the tubing is also the cause for the backflow reported by the customer. Since the unsealed tubing acts as an open point in the tubing, both fluids from the IV set and from the patient would escape through the opening created. H3 other text : see h10.

Event description:
It was reported that a t-conn w/ll & 1 vlv port experienced blood backflow and ruptured tubing during use. The following was reported by the initial reporter: "I received this product this morning with the attached note. Product is available and lot # is (10) 20126459 mom reported IV tubing was leaking. Rn assessed and found blood backing up in the bd smartsite extension set (B)(4). Fluid leaking from a hole in the tubing between the thin tubing portion and the "hub" of the catheter."